Manufacturer narrative:
Date of event estimated. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of tissue damage and dissection are listed in the perclose proglide instructions for use as a known adverse events associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number. Attachment: medwatch report # mw5105591.

Event description:
User facility medwatch received states: "abbott perclose proglide 6 fr, lot #1053041, part #1267303, 2 events on same patient. In patient left femoral artery when deploying the device it "got stuck" in an attempt to remove it the device broke in the vessel. A cutdown had to be performed on the patient vessel to retrieve the broken piece and repair the vessel. On the patient's right femoral artery, decreased blood flow to patients foot noted after deployment of the device (right iliac dissection or also perclose injury) necessitating surgical repair. FDA safety report ID # (B) (4)."